Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation on (B)(6), 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent implantation procedure performed on an unknown date. During the procedure, the first flange of the axios stent did not open. There were no patient complications reported as a result of this event. Note: attempts to obtain additional information regarding the indication have been unsuccessful; therefore, this will be assessed for biliary/gallbladder indication. Due to the risk of bile leakage post-puncture into the bile duct/gallbladder and the required intervention to place another axios stent through the puncture site, this event might lead to death or serious injury/ serious deterioration in the state of health of a patient.